Event description:
It was reported that the customer indicated 3 packages were damaged. Customer is unsure if product defect or storage issue on their end. No patient injury reported.

Manufacturer narrative:
No product was returned and no picture provided. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).